Manufacturer narrative:
This part is not approved for sale in the united states but a similar part with catalogue # 7755275, 510k # k080805 and UDI # (B)(4) approved for sale in the us. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent occipito posterior cervical fusion from o-c7. In which, the rods have been implanted. Post-op, the rod near c1 level was broken. As to health damage in the patient, the instability due to rod breakage remained in the patient. Hence, patient underwent a revision surgery for the replacement of the broken rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.